Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller circuit board and gib battery were replaced, and all cables and connectors were reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the images were black and uninterpretable. An alternate system was required to complete the case. There is no report of patient injury associated with this event.